Manufacturer narrative:
(B)(4): results: (cva).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of 44.8 cm long type b dissection of the proximal/mid-descending aorta, starting distal to the left subclavian down to the right and left iliacs approximately one month ago as part of the clinical trial. Three re-entry tears were visible. The maximum diameter of the aorta was 40 mm. The maximum true lumen was 4 mm, and the maximum false lumen was 36 mm in diameter. The false lumen was patent. The distance from the lcca to the proximal-most tear was 42 mm. The proximal aortic neck was 31 mm in diameter. There was no access vessel tortuosity or calcification, no aortic tortuosity, and no thrombus in the aortic neck. It was reported that the stent graft was placed in zone 2 without complication. The first post operative day, a stroke and respiratory failure were noted; however, the relationship to the device, procedure or the dissection was undetermined. The patient was intubated as the intervention for the respiratory failure. An acute kidney injury resulting in prolonged hospitalization and which was treated with medication, was also noted on the same day. The relationship to the device, procedure or the dissection was undetermined. No further information was provided. The valiant captiva is not marketed in the united states; however, it is similar to a device that is marketed in the united states, the talent captivia stent graft.